Event description:
It was reported that a patient presented with intermittent sensing on the near and far-field of discrimination channel electrocardiograms. The patient received multiple inappropriate shocks. Considering imaging of the lead to confirm location was suggested. The lead revision is anticipated. No further information is available.